Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that the patient faced an event of dangerously low blood glucose on (B)(6) 2024, which required emergency medical intervention. An ambulance was called to treat the patient's low blood glucose. The patient was treated with a glucagon pen and intravenous glucose by the emergency responders. No further information was available.